Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The armada 14 device is being filed under a separate medwatch MFR #.

Event description:
It was reported that the patient underwent a peripheral procedure to treat a target lesion in the proximal tibial artery. The armada dilatation catheter was advanced over the pilot 150 guide wire, without resistance. The guide wire was then pulled back and removed completely, in order to reposition the balloon dilatation catheter. The guide wire was then re-inserted through the armada dilatation catheter. Resistance was noted during advancement and it was noted that the guide wire went through the side of the catheter, proximal to the balloon. Both devices were removed as a single unit, without resistance, due to the damage to the armada. There was no adverse patient effect and no clinically significant delay. No additional information was provided.